Event description:
It was reported that the patient attempted to use the patient assist activator but when the loop recorder was interrogated there was no recorded episode. It was further noted that when tested in the clinic the activator did not initiate any recordings. The activator was returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient attempted to use the patient assist activator but when the loop recorder was interrogated, there was no recorded episode. It was further noted that when tested in the clinic, the activator did not initiate any recordings. The activator was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient attempted to use the patient assist activator but when the loop recorder was interrogated there was no recorded episode. It was further noted that when tested in the clinic the activator did not initiate any recordings. The activator was returned. No patient complications have been reported as a result of this event.